Event description:
It was reported that the insulin pump alarmed no delivery every time the customer attempted programming a bolus. The customer's blood glucose was 251 mg/dl. The customer stated that in the past the no delivery alarms had been attributed to the insulin being cloudy, but now, the insulin was not been turning into a gel. Troubleshooting was performed and it was discovered that the fill cannula amount for the infusion set had not been set up. During troubleshooting insulin did exit the tubing of the infusion set. Assistance was provided and the settings were corrected. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).